Event description:
Reporter alleged obtaining the results of 280 mg/dl, 113 mg/dl and 107 mg/dl back to back within 10 minutes on the aviva system. Reporter stated she ate about an hour and twenty-two minutes prior to testing. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.